Event description:
The customer biomedical engineer reported a failure to alarm for low spo2 at their philips information center ix (pic ix). The patient was intubated and transferred from the emergency department to intensive care.

Manufacturer narrative:
A philips clinical applications support specialist (cass) spoke with the biomed who stated the clinical staff reported that on (B)(6) 2021, at 23:40 hours, the patient¿s spo2 level dropped to 40% and did not alarm at the pic ix. The cass remotely accessed the customer¿s system to troubleshoot. The cass noted multiple spo2 alarms and reviewed the bedside monitor spo2 configuration with the biomed. A philips field service engineer (fse) was dispatched to assist the customer onsite. Upon arrival, the fse spoke with the biomed who did not find fault with any equipment at the bedside. On the morning of (B)(6) 2021, all equipment was working as expected on the biomed¿s simulator and other patients. The fse was unable to access the bedside monitors as they were in use on patients. The biomed declined evaluation of the bedside monitor and x3 as the issue appeared to have been due to user error after evaluating the clinical audit log at the pic ix. No device malfunction occurred. The customer's problem was found to be due to the user turning off the spo2 alarms at both the pic ix and bedside alarm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer reported a failure to alarm for low spo2 at their philips information center ix (pic ix). Additionally, the patient was intubated and transferred from the emergency department to intensive care.